Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, one (1) fenestrated screw and one (1) unknown screw were broken. The screws were unable to be locked in. The surgeon used another screw to complete the procedure. There was a surgical delay of forty-five (45) minutes. The patient outcome is unknown. The procedure was successfully completed. This report is for one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 7.0 x 50mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional procode: kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.